Event description:
The surgeon fired 4 sulus along the portion of the lung to be removed. Once the portion of the lung was removed, the surgical site closed, and the pt was ready to leave the theatre, pt started to bleed (2.5 litres in 10 minutes). Immediately, the thorax was re-opened to find that the parenchyma was open and that 2 staple rows had slid off of the lung border. Therefore, a satinski clamp and vicryl suture were applied to the anastomosis to gain hemostasis and complete the case without incident. Procedure: thorascopy for bullobectomy left apex. Pt stauts: recovered.